Manufacturer narrative:
The investigation is currently ongoing. Additional info will be provided in a follow up report.

Event description:
According to the report, it was noted that bioglue had caused bioprosthetic valve roots to dissolve (on/near the sewing rings) on three separate patients. Additionally, the bioglue was removed and the bioprosthetic aortic valve was replaced. The report represents the first of three events associated with the initial report (the others are noted in MDR 1036481-2007-00027 and MDR 1036481-2007-00028).